Event description:
It was reported there was an alarm due to motor stall heard and confirmed by telemetry. It was stated the patient was in the hospital over the weekend because they heard the pump alarm and were having some withdrawal symptoms. It was noted the patient thought the pump was delivering dilaudid but was unsure. It was noted it was delivering a high dose. It was stated the patient did not want the pump replaced. It was noted the health care provider (hcp) was concerned about the abrupt stop of the pump therapy since they could not provide enough oral medication to prevent withdrawal. Additional information reported the hcp wanted the pump turned off. It was noted they now thought they would replace the pump and titrate the patient¿s dose down to wean them off of it. It was reported they thought the pump delivered morphine and bupivacaine. The patient status was unknown. Additional information reported the patient was feeling awful. It was noted it was unknown if the stall recovered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2008, product type: catheter. (B)(4).